Event description:
It was reported to philips that the allura system was not starting. The device was outside of clinical use at the time of the reported event, no harm was reported to philips. As per the field service engineer, the host pc bios battery was low. The field service engineer inspected the system onsite and after the replacement of battery and reconfiguration of bios setting, the device was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system on site and confirmed the reported issue. An error message, ¿initiate connection to host¿, was displayed on the touch screen module because the host computer did not start up. Troubleshooting actions showed that the host pc bios battery was low, 1.2v instead of 3.0v. The issue was caused by a host pc battery failure. The field service engineer replaced the battery, configured bios settings, and changed the power tap for the host pc. After these replacements, the system was returned to use in good working order. The codes were updated based on the investigation outcome.